Manufacturer narrative:
H3: the prosthesis wear reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation, and images and radiographs were not provided.

Event description:
As reported, on (B)(6) 2023 this patient was implanted with a 200-24-09 cr tibial insert sz4, 9mm, serial number (B)(6) on (B)(6) 2016. This patient is pending revision for wear of the polyethylene. No additional details are available at this time the insert was manufactured on 4/24/2015 and was packaged in a vacuum bag with no evoh. No other information was provided at this time.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): (B)(6), 02-012-45-4040 - bandeja tibial logic fit 4f/4t. (B)(6), 232-02-04 - comp. Femoral asimetrico poroso cr nº4 izq.

Manufacturer narrative:
The following sections have corrected information: h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The prosthesis wear reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the device was not available for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.